Event description:
The customer reported a ventilator with a battery failure alarm. There was no patient involvement / harm.

Manufacturer narrative:
MFR received date: 24 sep 2019. This issue was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the replacement of the internal battery resolved this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sep2019.

Event description:
The customer reported a ventilator with a battery failure alarm. There was no patient involvement/harm.